Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was 117mg/dl. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. Customer stated that fill cannula was not recorded in daily history. Advised customer to perform a self test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Software low level failures alarm and the motor arm restart cannot communicate with the main arm found in the pump history file due to software error. Hardware low level failures alarm found in the insulin pump history file due to software error.